Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport implantable port and the catheter in two segments was returned for evaluation. Gross visual, microscopic, tactile and functional testing were performed. A partial compound circumferential break was noted approximately 1.0cm from the proximal end of the proximal catheter segment. Tool damage was noted on the port stem. Therefore the investigation is confirmed for the identified fracture and deformation issue. Furthermore, the relation of identified device problem to the reported clinical condition cannot be confirmed due to lack of evidence. Therefore, the clinical conditions alleged in the complaint is inconclusive. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2023), g3 h11: h6 (device, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten months post port placement, ulceration was allegedly found around the port. It was further reported that the catheter was allegedly suspected to be damaged. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that approximately ten months post port placement, ulceration was allegedly found around the port. It was further reported that the catheter was allegedly suspected to be damaged. Reportedly, the port system was removed. There was no reported patient injury.